Manufacturer narrative:
The oad and wire were received for analysis. Analysis revealed a fractured driveshaft filar at the proximal edge of the driveshaft crown. The fractured section was sent for scanning electron microscopy (sem) analysis. Driveshaft flexing at the weld location can initiate a fatigue failure, and sem analysis identified evidence of fatigue at the site of the driveshaft filar fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of the fracture is undetermined. Csi ID: (B)(4).

Event description:
A filar fracture was identified during analysis of the device for a non-reportable event (orbital atherectomy device became stuck on the guidewire during the procedure). Based on feedback from the reporter of the event, it is unknown when or how the filar fractured. The user did not notice the fracture.